Event description:
A pump alarm was reported during the load process, specifically identified as alarm 20a. There was no reported adverse impact to the customer's blood glucose level. Customer was unable to successfully load a cartridge and resume insulin therapy as the alarm recurred, leading to the decision by technical support to replace the pump, even though it was out of warranty. Customer reverted to manual injections for insulin therapy.